Event description:
It was reported there was an inflammatory mass and a catheter revision. It was initially reported that there were possible inflammatory masses at both at t-6 and t-8, found during a myelogram. A catheter revision was performed the next day ((B)(6) 2012) as planned. Reporter stated that "parts" of the original catheter were removed and replaced with a new catheter. The part of the catheter behind the pump was found to be very twisted. The healthcare provider (hcp) removed the twisted piece and reattached a new catheter. The reporter stated that the removed catheter parts would not be returned for analysis. It was noted that originally, when a dye study was done the physician was unable to aspirate from the catheter access port (cap), due to the twisted catheter. At the time of the revision, the pump contained saline. It was not known by the reporter what the medication in the pump was prior to the saline. It was planned to have medication put back into the pump by the managing hcp. It was later reporter by the managing hcp that diagnostic testing MRI/xray/CT scan) done on (B)(6) 2012 showed 2 punctuate intradural extra axial lesions, noted to be possible granulomas. Other diagnostics included the already mentioned catheter dye study which took place on (B)(6) 2012. At that time there was no free flowing csf. The hcp removed medication from the pump and replaced it with saline. The date of that intervention was not provided. The hcp also indicated "explant" as an intervention. It was unclear if the partial catheter removal was being referred to. The patient experienced increased pain as a result of the event. The hcp noted the medications in the pump to be morphine and bupivacaine. It was not reported when/if the pump saline was replaced with medication following the revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).